Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was functionally tested with a generator. No noise issues were noted. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during an abdominoperineal resection procedure the device made a funny noise, and then the surgeon realized the blade was missing. The blade was not found and the device was replaced. Another device was used to complete procedure.